Event description:
The complaint alleged that a consumer received burns on his face and upper arm while using a heating pad. Medical attention was required for his injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Note: although the consumer alleges that the burn occurred on (B)(6) 2013, we have received information that suggests that the incident may have occurred on a different date. This calls into question the veracity of the claim and whether the injury may have occurred as a result of use of a kaz product at all. We are still very early in the process of investigation. Kaz, USA, inc. Has requested that the product be returned to our company for lab analysis.